Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the stylet was attempted to be removed from the left ventricular (lv) lead but was unsuccessful. A new lv lead was used to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of failure to remove the stylet from the lumen of the lead was confirmed. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly consistent with procedural damage. The cause of the reported event was isolated to the bunching of the stripped stylet, polytetrafluoroethylene (ptfe) coating, and inner coil. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.